Manufacturer narrative:
Service was not dispatched. Customer reported having in-house biomedical engineer that replaced the creatinine module to resolve the issue. The failure mode is the creatinine module assembly. Beckman internal identifier is (B)(4).

Event description:
The customer reported the unicel dxc 800 pro synchron system generated erroneous low creatinine (crem) result. Customer reported the erroneous result was amended but was not clinically significant and no patient treatment was changed.